Event description:
It was reported that the patient's magnet was no longer aborting seizures like it had in the past. The physician stated that the patient was "larger." To interrogate the generator, the wand had to be pressed into the body to get close enough to the device. It was suspected that the implant depth of the generator may be causing the magnet to not get close enough to activate magnet mode stimulation. The patient's family also reported that the patient had been experiencing an increase in seizures over the past three months, which is when the magnet was noticed to have stopped aborting seizures. A magnet mode diagnostic test was performed, but an error was received saying "the magnet mode was not able to complete successfully." This indicates that either the diagnostic test was performed incorrectly or that the magnet was unable to close the reed switch due to the implant depth of the generator. The physician increased the patient's output current from 1.75ma to 2.0ma due to the increased seizures. The physician referred the patient for generator replacement and repositioning. No surgery has occurred to date.

Event description:
The patient had generator replacement surgery. The device was able to be interrogated, and the battery was 75-100% full. The surgeon stated that the patient had gained weight, and scar tissue had formed around the lead. The lead impedance was normal, so there was no indication of a lead issue. The explanted generator has not been received to date.

Event description:
The generator was received. Evaluation of the explanted pulse generator¿s reed switch was performed on the test bench, which confirmed normal, expected reed switch function and magnet current with magnet activation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test 102. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
Since the electrodes were not returned for analysis, a complete evaluation could not be performed on the entire lead product. The abraded opening and slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. What appeared to be white deposits were observed in various locations. With the exception of the abraded outer tubing opening, the condition of the returned lead portions is consistent with that which typically exists following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the lab, there is no evidence to support the reported allegations.